Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated that she changed the infusion set in the morning, but the insulin pump alarmed no delivery, so she changed it out again. The customer's blood glucose was 300 mg/dl. She stated that she put the carbohydrates value into the insulin pump, and the device alarmed no delivery again. She was unable to troubleshoot at the time of the call because she already took the infusion set out and did not have another one. She was advised to do a complete set change as soon as possible and declined to return the infusion set and reservoir for analysis. She reported having unexplained high blood glucose since the no delivery alarm issue began and had been treating with manual injections. She declined troubleshooting for the no delivery alarms and was advised to call when the alarm occurred to troubleshoot. She was advised that the infusion sets will be replaced. Her most recent blood glucose was 138 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.